Event description:
A healthcare professional reported that a patient was injected with one syringe of juvéderm vollure¿ xc into the lips, one syringe of juvéderm® voluma¿ xc into the cheeks, and one syringe of juvéderm vollure¿ xc around the mouth and lateral sulcus of chin. Last year on the last month the patient noticed a hard nodule on their cheek. The patient later noticed a hard inflammatory response reaction at each site of the injections. The hcp stated that it could possibly be an infectious response. The patient seen an ent and a dermatologist. The patient had an MRI performed which showed infiltrated signaling of the lips and premaxial regions that are suggestive of prior filler injections. Reactive edema, or mild cellulitis, but no abscess or masses. The hcp prescribed the patient antibiotics, augmentin, and a 25-day course of prednisone by other providers in the office. The symptoms are ongoing and getting worse. Additionally, the healthcare professional reported that the patient injected with 1 ml of juvéderm® vollure¿ xc in the lips, juvéderm® voluma¿ xc 1 ml in the cheeks, and 1 ml of juvéderm® vollure¿ xc around mouth, and lateral sulcus of chin. The patient developed nodules on the left cheek. The patient received a diagnostic test: MRI w/wo contrast orbit/face/neck results: infiltrative signal lips and nasiofolds signal characteristic suggestive of sequela of prior cosmetic filler injections. Medical intervention was provided for symptoms: at the beginning of the 1st month this year prednisone taper, the route was oral, prednisone 40mg x 5 days route: oral, and last year, and last month the patient was augmentin 875/125 mg bid x 10 d, route: oral. The symptoms have not been fully resolved. The patient is also using concomitant medical products as follows: levothyroxine, losartan/hgtz, zepbound, wellatrin, and omeprazole dupixent. Additionally, the healthcare professional reported that they treated the patient with restylane refyne, and juvéderm® voluma¿ xc. The patient was presented with hardening of the facial tissue where they received the filler. The hcp believes that this was an autoimmune response.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.